Event description:
It was reported that during a hemicolectomy, clip slippage was observed.

Manufacturer narrative:
Qn#(B)(4). Per DHR the product auto endo5 ml lot # 73d1700315 was manufactured on 04/17/2017 a total of 288 pieces. Lot was released on 04/29/2017. DHR investigation did not show issues related to complaint. The customer returned one unit 543965 autoendo5 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with the trigger partially engaged and the rotation tab bent. It was also observed that a clip was partially loaded incorrectly in the jaws of the device. The next clip was pushed too far forward and was right behind the first clip in the channel, indicating a double feed. The sample appears used as there is biological material present on the device. First, the two clips from the double feed were manually removed from the jaws and the trigger cycle was completed. It was observed that the next clip was not in the correct position. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. The next clip was unable to properly load into the jaws of the device. The device was disassembled to inspect the internal components. Upon disassembly, it was found that the clips were out of position as they were stacking up on one another. The sample was received with 10 clips remaining in the channel indicating that 5 clips were fired by the end user. The clip stacking was a result of the manufacturing process. A non-conformance has already been opened as a result of this issue. Corrective actions have been put in place to improve the manufacturing process and to help prevent the clip stacking issue from recurring. The received sample was manufactured prior to the corrective actions being put in place. The IFU for this product, l03496, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The clip stacking was a result of the manufacturing process. A non-conformance has already been opened as a result of this issue. Corrective actions have been put in place to improve the manufacturing process and to help prevent the clip stacking issue from recurring. The received sample was manufactured prior to the corrective actions being put in place. The reported complaint of "clips slipped" was confirmed based upon the sample received. One device was received with 10 clips remaining indicating that 5 clips were fired by the end user. Upon functional inspection and disassembly, it was found that the clips were out of position and stacking on one another. The root cause of this complaint issue is related to the manufacturing process. A non-conformance has already been opened as a result of this issue. Corrective actions have been put in place to improve the manufacturing process and to help prevent the clip stacking issue from recurring. The received sample was manufactured prior to the corrective actions being put in place.

Manufacturer narrative:
(B)(4). The device investigation is pending. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during a hemicolectomy, clip slippage was observed.